Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call the customer did not receive a low battery warning prior to a replace battery alarm. The customer's blood glucose was 3 mmol/l at the time of the incident. The customer's other blood glucose was 3.9 mmol/l. The customer reported this was the second occurrence of replace battery alert or replace battery now without a low battery warning. Customer stated the battery cap was not loose, cracked or damaged. Troubleshooting was performed but did not resolve the issue. The customer stated their blood glucose was normal since they were currently nursing. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with no button response, problem isolated to the keypad assembly. Unable to perform the displacement test, and self test due to no button response. Unable to confirm power loss anomaly. Corroded battery tube assembly noted during visual inspection.